Manufacturer narrative:
(B)(4). The sample was discarded. Should any additional information become available, a follow-up report will be submitted.

Event description:
A home patient (hp) contacted (B)(4) regarding a system error (se) 2240 alarm that occurred on the homechoice (hc) unit during dwell 1. The hp confirmed there were open clamps on unused supply lines. The technical service representative (tsr) explained se 2240 indicates a large amount of air has entered setup and assisted the hp to cycle power to clear the alarm. The tsr advised the hp to start over with new supplies. The tsr also suggested contacting the nurse (rn) to inform of the alarm. The tsr reviewed proper procedures per the user manual with the hp. There was no patient injury or medical intervention reported. No further information is available at this time.

Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report of a system error (se) 2240 alarm. The report was not confirmed due to lack of sample. The lot number was unknown; therefore, a batch review was not performed. Based on the information obtained from baxter?s investigation, the root cause of the se 2240 was due to air being sucked into the disposable because there was an open clamp on unused supply line. The home patient (hp) stated the white and blue clamps were open; the hp confirmed there were open clamps on unused supply lines. The labeling review found the patient at home guide to be adequate for the use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).